Manufacturer narrative:
Reported event an event regarding fretting involving a lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was confirmed. Method & results -product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted metal head with visible trace of wear. From the photograph provided there is evidence of the reported event. Material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. H3 other text : device not available.

Event description:
It was reported that the patient's right hip was revised due to metallosis and pain. A 36 - 5 v40 head, 56 mm shell, accolade stem, and liner were revised with no allegations against the liner. The surgeon did not report the reason for the revising the shell beyond stating the the revision was due to pain and metalloisis. The rep confirmed that no further information would be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding fretting involving a lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted metal head with visible trace of wear. From the photograph provided there is evidence of the reported event. Material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of an nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to metallosis and pain. A 36 - 5 v40 head, 56 mm shell, accolade stem, and liner were revised with no allegations against the liner. The surgeon did not report the reason for the revising the shell beyond stating the revision was due to pain and metalloisis. The rep confirmed that no further information would be released by the hospital or surgeon.